Event description:
On (B)(6) 2025, the patient underwent an angioplasty procedure in superficial femoral artery using the ultraverse 035 pta balloon. During procedure the saline allegedly leaked at the connecting rod. It was further reported that the pressure value was automatically decreased after hitting 15 atm. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One video was provided and reviewed. The video shows the ultraverse 035 device connected to an inflation device. The strain relief of the ultraverse is seen dislodged from the hub. Inflation of the device is attempted but liquid is seen leaking from around the hub area. The exact source of the leak cannot be determined. Therefore, the investigation is confirmed for the reported leak as fluid was seen leaking from around the hub area. The investigation is also confirmed for the identified strain relief dislodgement as the strain relief is seen dislodged from the hub. A definitive root cause for the alleged leak and identified strain relief dislodgement could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.